Manufacturer narrative:
This report is submitted on august 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced cellulitis at abutment site (B)(6) 2017 and subsequently was treated with oral antibiotics for a duration of 12 days. The implanted device remains.